Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified middle of the right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported and the patient status was stable.